Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Rep met with patient for the first time during patient's first visit to facility. During the visit, patient stated they had been shocked by the ins in the past. Rep connected to the stimulator with tablet and checked impedances and connection to leads, both looked fine. Rep offered to reprogram stimulator, but patient declined and said no further assistance was necessary, indicating the issue had previous been resolved. The rep reported they will submit any new information that becomes available.